Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subect device had foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The component of the foreign material inside the nozzle was found to be organic silicone, silicic acid, and cellulose. The possible origins are anti-foaming agents, etc., which may have remained inside the nozzle due to insufficient cleaning, which led to clogging. As for cellulose, we presumed that gauze, absorbent cotton, etc., got into the channel or water tank. It is unclear if there was any deviation from IFU in reprocessing steps for the area foreign material remained. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The inspection method of the suggested event is described in ¿3.6 inspection and connection of ancillary equipment in chapter 3 preparation and inspection¿ in IFU (operation manual). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.